Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to noise on the right ventricular (rv) lead. It was noted that warnings were triggered for rv lead noise, lead integrity, and high/undefined rv bipolar lead impedance. High rate non-sustained episodes were also noted. A possible lead fracture was suspected. All therapies were programmed off until the patient¿s lead revision procedure. At the lead revision procedure, the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.